Event description:
A carotid stenting procedure was being performed with the filterwire ex system. The filterwire was placed easily and was deployed. The filter wire system went easily through the cook shuttle 90 cm straight sheath. An introducer sheath was used. Upon filterwire retrieval, the physician encountered resistance to pushing the ex soft tip retrieval sheath (filterwire accessory) through the cook shuttle sheath (in the distal 1/3 of the shuttle sheath). The ex soft top retrieval sheath was buckling "like an accordian" and became stuck. The ex soft tip retrieval sheath could not be advanced or retrieved at that point. The manipulation had caused the filterwire filter to be retracted proximally into a deployed stent and it was also stuck. The physician attempted to use large diameter catheters to go over the ex soft tip retrieval sheath and recapture but that was unsuccessful. The lesion site was high in the patient's carotid artery making them a poor surgical candidate. The physician pulled the filterwire with a bit more force and freed it from the stent, slightly bending the distal portion of the stent. The filterwire/retrieval sheath and shuttle sheath were removed from the pt as an unit. The stent was reballooned into a better though not ideal configuration. Pt suffered a parietal stroke (unclear when it occurred). Boston scientific's original report from the sales representative was that the physician had trouble getting the ex soft tip retrieval sheath down through the stent. A piece of the device broke off and the physician was able to retrieve the device after a half an hour using a snare. Boston scientific spoke with the physician who said no part of the device was left in the pt.